Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a variable angle locking screw and plate (unknown type). It was reported that the doctor inserted the va locking screw with fixed angle mode, using the torque limiter. Upon hearing a sound, three times, the doctor found that the screw had penetrated the plate. The doctor removed the screw with use of a driver. The doctor did not find the underlying cause for the incident but did speculate that overtightening the screw may have been a factor. This is report number 2 of 2 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.